Event description:
It was reported to boston scientific that during the mid urethral sling procedure, there was a urethral perforation. The physician observed the blue dilator tube through the urethra during cystoscopy. The physician took the dilator tube and repassed the trocar lateral to the urethra and the case was completed. Post-op the physician placed a foley catheter in the patient, the catheter was removed after 5 days and the patient's voiding was fine.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration and manufacture dates are unknown. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between the device and the cause of the event.